Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7088359.

Event description:
It was reported that the patient was experiencing loss of stimulation due to leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were discarded by the facility.